Manufacturer narrative:
Analysis cannot be perform and unable reproduce skin irritation in the lab.

Event description:
It was reported the customer had skin irritation from their sensor. Customer stated they had hit a blood vessel at their sensor insertion site, causing irritability. Customer also reported experiencing high blood glucose. The customer's blood glucose was 500 mg/dl. The customer has corrected their blood glucose with a manual injection. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.